Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer found the cause and confirmed the eic leak was due to the eic valve. Service replaced the valve and that resolved the issue with the leak and the erroneous results. Instrument software version is 5.4.08. (B)(4).

Event description:
Customer reported to beckman coulter a leak from the electrolyte injection cup (eic) on their unicel dxc 600 pro synchron clinical system. Customer reported one patient with erroneous sodium results. Results were corrected with no change to patient treatment. No reports of injury or exposure. Customer was wearing their personal protective equipment.